Manufacturer narrative:
On 20-feb-2020, the mentor failure analysis lab received the device for evaluation. The suspect medical device is a mentor smooth round spectrum 575cc saline breast prosthesis, catalog #3501490, lot #6703778, UDI #(B)(4), PMA #p990075. On 04-mar-2020, mentor received additional information about the event: - the patient developed capsular contracture (baker grade unknown) in her left breast. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. - the patient had both of her breast prostheses explanted and they were replaced with mentor smooth round high profile 630cc saline breast prostheses. On 06-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a deflated breast implant. During visual inspection of the device, a crease was noted on the posterior aspect. Leak testing revealed a tear within the crease measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices as referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01/27/2020, mentor received additional information about the event. The patient will undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) italian-american female patient underwent a primary breast reconstruction procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. The patient observed a changed in the shape and fullness of her right breast. Deflation was later confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.